Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the device was received with a crack in the water tank cover, scratches in the front cover, quick connect corroded, line cord faded, microswitch lever arm broken off, and tape on the top left side. Functional testing found water was leaking from the bottom of the water tank cover; confirming the complaint. Root cause was attributed to the cracked water tank cover. The crack was determined to be from the customer over tightening the cap screw. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, quick connect, microswitch, line cord. Performed preventative maintenance (pm), changed o rings and reservoir gasket. Calibrated device. Device passed all functional testing after the completed repairs.

Event description:
It was reported that the reservoir was leaking. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.